Event description:
It was reported on (B)(6) 2024 when opening the first package of the implants, it was noticed that the second package was not in optimal conditions for use. Surgery was delayed 5 minutes while another implant was prepared. Procedure completed successfully

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6 the product was returned to medtech orthopaedics for evaluation. Visual analysis revealed the following conditions on the attune ps fem rt sz 7 cem packaging surface: 1) outer box and blister primary packaging had signs of opening; 2) both blister packaging were found deformed; 3) lid was found partially ripped off, most likely due to the deformed condition observed; and the 4) implant was returned for evaluation, still on its package. Although the packaging was returned in a deformed/warped condition, evidence suggests the device had been sealed and packaged correctly at the manufacturer prior to when it was opened by customer. Therefore, no evidence suggests an error in the manufacturing that could be a contributing factor in the reported allegation. Per a previous data review activity completed in q1 2023 related to deformed/melted blister packaging, the potential cause of the deformed/melted blister packaging, cannot be traced to manufacturing or other jnj controlled facilities through which finished goods are distributed. Once the product leaves medtech orthopaedics control, it is unknown what environmental/external factors the finished goods products are exposed to. Therefore, the suspected cause is traced to exposer to extreme temperature conditions outside of medtech orthopaedics control. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune ps fem rt sz 7 cem would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a search of the medtech nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.